Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, customer is wearing the cartridge tubing facing up. Tandem clinical support educated the customer that the mobi cartridge is to be worn facing down when in use. A supply change was performed resolving the occlusion. There was no adverse impact to customer¿s blood glucose level.